Event description:
The customer reported the system takes forever to boot up after trying 2-3 times. This happens both before and after cases.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.